Manufacturer narrative:
Literature article: wong, h., ong, l., lim, t., hooi, l., morad, z., ghazalli, r., shaariah, w., lim, y., ahmad, g., bak-leong goh, m., liaw, l., pee, s., lee, m. ¿a randomized, multicenter, open-label trial to determine peritonitis rate, product defect, and technique survival between andy-disc and ultrabag in patients on capd¿. American journal of kidney diseases, vol 48, no 3 (september), 2006: pp 464-472. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 43 peritoneal dialysis (pd) patients experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized for the event. Treatment for the peritonitis events was not reported. Patient outcomes were not reported. Action with pd was not reported. No additional information is available.